Manufacturer narrative:
This follow-up report is being filed to relay additional information, which was unknown at the time of the initial medwatch.

Manufacturer narrative:
Current information is insufficient to permit a conclusion as to the cause of the event. This report is number 2 of 17 mdrs filed for the same event (reference 1825034-2016- 03042 / 03043 / 03044 / 03045 / 03046 / 03047 / 03048 / 03049 / 03050 / 03051 / 03052 / 03053/ 03054 / 03055 / 03056 / 03057 / 03058). It is unknown which device was fractured causing patient injury. Device requested, not yet received.

Event description:
During a femoral fixation procedure, while reaming the femoral canal, the reamer head pulled off of the reamer shaft in the patient's bone. However, the piece was removed when the guide wire was pulled from the patient's bone. There was a delay of unknown time due to this event.

Manufacturer narrative:
This follow-up report is being filed to relay additional and corrected information, which was unknown at the time of the initial medwatch. Current information is insufficient to permit a conclusion as to the cause of the event. Review of device history records show the lot released with no recorded anomaly or deviation. There are warnings in the package insert that state that this type of event can occur: under instructions for use, it states, "orthopaedic instruments do not have an indefinite functional life. All re-usable instruments are subjected to repeated stresses related to bone contact, impaction, routine cleaning, and sterilization processes. Instruments should be carefully inspected before each use to ensure that they are fully functional. Scratches or dents can result in breakage. Dullness of cutting edges can result in poor functionality. Damaged instruments should be repaired by the recognized manufacturer or replaced to prevent potential patient injury such as metal fragments into the surgical site. Care should be taken to remove any debris, tissue or bone fragments that may collect on the instrument." Examination of returned device found no evidence of product non-conformance. Review of the device could not confirm the reported condition. The dimensional layout shows that the relevant dimensions are conforming to the associated design requirements. A review of the certificate of conformities for the reamer heads shows that they likely left zimmer biomet in a conforming condition. The root cause of this complaint cannot be determined.